Event description:
It was reported that the atrial lead exhibited high impedance and high capture thresholds on (B)(6) /2013 and again on (B)(6) 2013. The lead remained implanted.

Manufacturer narrative:
(B)(6).